Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was an issue with the basal history with their pump. The reporter stated that there were segments where there were 0 units delivered. This complaint is being reported because the alleged issue indicates that there was a delivery problem. There was no allegation of an adverse event associated with this complaint.